Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4). Not returned to manufacturer.

Event description:
The study reported one case of fracture of the greater trochanter that required an unknown conservative treatment. No further information has been made available.

Manufacturer narrative:
This follow up report is being submitted to relay additional information.

Event description:
The study reported one case of bone fracture of the greater trochanter that required an unknown conservative treatment. No revision procedure was reported to date. No further information is available at this time.